Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a month following an open hip replacement arthroplasty, it was stated that on the (B)(6), patient was presented with draining hematoma. A revision of right hip with irrigation debridement ball and liner exchange performed to correct the issue.